Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the day after the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. The patient was not recovered from the peritonitis at the time of the report. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.